Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the customer believed the pump was not delivering insulin because of the low fill estimate. The customer's blood glucose (bg) level was as high as 368 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer changed the cartridge and infusion set successfully to address the event.